Manufacturer narrative:
No product has been returned for investigation. A review of radiographic films have been reviewed and confirm the screw fracture. Information received indicates a non nuvasive product was used to pack the coroent cages. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union..." "...to ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." "...contraindications include but are not limited to: use with components of other systems..." "...compatibility: do not use the precept spinal system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..." No product returned for investigation.

Event description:
Received information stating patient underwent an extreme lateral interbody fusion procedure on (B)(6) 2015, with uni lateral precept screws using medtronic bone morphogenetic proteins to pack coroent cages. On (B)(6) 2017, radiograph showed a broken screw at the l4 mid pedicle level. It is unknown if patient underwent a revision surgery at this time.